Manufacturer narrative:
The site biomedical engineer was going to check out the equipment. All equipment had been sequestered at site. The return of the incident sample has been requested. To date, it has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that while activating a laparoscopic hook/probe (not a valleylab product) the surgeon received a shock from the device. The cable from the hook/probe was loose. The surgeon received a minor burn but also experienced tachycardia and was removed from the or. Another surgeon completed the surgery. Generator set to 30 coag. EKG shut-down and had to be restarted. Follow-up indicated that the surgeon appeared fine with a minor burn on his hand.